Event description:
Additional information received reported that the cause of the event was that the surgical paddle lead was placed in the "wrong" position. A revision is schedule for (B)(6)-2012. It was reported that the plan is to "supplement with a percutaneous lead". It was also reported that the patient did not still have concerns with their device or therapy. No further information was received.

Event description:
It was reported that one of the patient's leads "fell off to the side and they had to line it back up again." Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).